Event description:
A report was received from a nurse that the haptic bent on the intraocular lens (iol) as it was unfolding in the patient's eye. The surgical incision was enlarged and the damaged iol removed and replaced without complication.

Manufacturer narrative:
(B) (4). The iol was received with the optic cut in 2 pieces and both haptics distorted. The lens met all manufacturing criteria prior to release. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is user related and not manufacturing related.